Manufacturer narrative:
The device was not returned. Only the lens was returned placed inside a lens case of an 16.0 diopter. Viscoelastic was dried on the lens. No damage was observed to the haptics. The optic has large scrapes on the posterior surface. The anterior optic surface has scratches and nicked/chipped areas in the central optic zone. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the complaint of "lens not stable in the capsular bag, posterior capsule rent". It is unclear if the product was related to the event. No damage was observed to the haptics. Optic damage was observed. The optic damage may have occurred during removal from the eye. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Information provided by an hcp indicated that the 19.0 diopter lens was implanted and not stable in the capsular bag. Doctor decided to explant the lens and reassess the capsular bag, noted was posterior capsule rent. Doctor decided to implant 16.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens was not stable in the bag. The surgeon removed the lens and noted a posterior capsule rent. A backup lens was implanted. Additional information was requested.